Manufacturer narrative:
Concomitant products: 694758 lead implanted on (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing, noise and high undefined impedance. Lead fracture was confirmed. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.